Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold was rising. The rv lead remains in use. The right atrial (ra) lead exhibited loss of capture, undersensing and loss of sensing. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold was rising. The rv lead remains in use. The right atrial (ra) lead exhibited loss of capture, undersensing and loss of sensing. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.